Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products int410, osseotite tapered certain implant 4 x 10mm lot 2021100274. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reported that during the procedure, the implant at tooth site # 46 remained stuck to the driver and cannot be separated. The doctor reported that the torque used was 50 ncm. The procedure was completed by placing another implant of the same reference. There was no impact on the patient's health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) iipdtul, (internal connection universal placement driver tip - long) for evaluation. Visual evaluation / functional test was performed, stuck inside returned implant and cannot be disengaged. DHR review was completed for the subject lot number 1241843. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1241843 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was the clinician does not follow the recommended guidance for usage in surgical manual. Therefore, based on the available information, a device malfunction did occur. The driver is stuck inside returned implant and cannot be disengaged. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Investigation completed.

Event description:
No further event information is available at the time of this report.